Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the motor stall with recovery was not determined. The patient's baseline weight was not collected. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2017 instead of the previously reported date of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a clinical study regarding a patient receiving fentanyl 9000 mcg/ml for a total dose of 2752.6 mcg/day, bupivacaine 20 mg/ml for a total dose of 6.117 mg/day, and compounded baclofen 500 mcg/ml for a total dose of 152.92 mcg/day via an implantable pump for malignant pain and "abdominal/visceral." It was reported on (B)(6) 2018 review of the device logs/device interrogation revealed a pump motor stall at 14:54 on (B)(6) 2017 with a recovery at 15:27 on (B)(6) 2017 without a report of a magnetic resonance imaging (MRI). No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.